Event description:
A customer from the united sates reported to biomérieux a susceptibility issue for a staphylococcus aureus organism in association with the vitek® 2 ast-gp67 test kit. The customer reported receiving inconsistent oxacillin results when the cefoxitin screen and pb2a results were negative for both initial and repeat testing. The chrome agar was also negative. The customer stated they received fifteen (15) boxes of ast-gp67 lot 1320264103 of which many card pouches had holes and does not know if the sample was run on one of these cards. The customer stated there was a delay in reporting results to the physician. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated in response to a customer complaints reporting holes in the white card pouches of some cards at the stitch seam. The root cause of the defect was linked to the design of the wheel that applies the stitch seal to the pouch. On (B)(6) 2017, stitch wheels with a new design were installed that resolve the issue. A customer communication has been created (20apr2017) and will be distributed to customers who received impacted card lots. The customer letter will include instructions for inspecting pouches prior to use in order to detect breaches and reduce the likelihood of using cards exposed to moisture. The customer letter will also explain the potential effects of moisture exposure on card performance. An fsca will be issued, including a customer notification with instructions for inspecting pouches prior to use in order to detect breaches and reduce the likelihood of using cards exposed to moisture. The customer letter will also explain the potential effects of moisture exposure on card performance.